Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a laparoscopic pyelolithotomy procedure. According to the complainant, during the procedure, the package was opened and it was noted that the stent was broken. The device was split near the pigtail end. There were no patient issues, the procedure was completed successfully with another percuflex plus ureteral stent.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).